Manufacturer narrative:
A component of the superdimension system; case recordings, were returned and evaluated. The evaluation resulted in no problem found. The issue was not verified in lab therefore no conclusion could be made. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The patient had a superdimension enb procedure on (B)(6) 2016. The procedure went fine, and there were no issues during the procedure. A few days after the procedure (exact date unknown) the patient went to ER and x-ray showed a pneumothorax.

Manufacturer narrative:
Please see additional information in section.